Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient is in the hospital for medical issues not related to this device. Device evaluation noted noise and oversensing which resulted in inappropriate shocks and pacing inhibition of 8-10 seconds. A boston scientific sales representative performed testing and no out of range pacing impedance measurements were noted. However, due to the observed inhibition, a lead fracture is suspected. The patient was scheduled multiple times for a system replacement; however, the procedure was cancelled due to the patient's ongoing medical issues. The patient's physician reported that the patient is essentially on comfort care now due to a diagnosis of cancer. The device was programmed to asynchronous pacing mode and defibrillation therapy is programmed off. The patient remains in the hospital with emergency equipment on standby. No adverse patient effects were reported.